Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was fractured at the low voltage portion and was found to be coiled on top of the can. During replacement, while sewing down the replacement lead, the pacing impedance began to rise to a high out of range (oor) level and displayed a high capture threshold measurement. The fractured lead was capped and replaced. The replacement lead was attempted and not used, and an additional new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: etlw1616c124e stent graft implanted: (B)(6) 2016, esbf3214c103e stent graft implanted: (B)(6) 2016, etlw1620c124e stent graft implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was fractured at the low voltage portion. During replacement, while sewing down the replacement lead, the pacing impedance began to rise to a high out of range (oor) level and displayed a high capture threshold measurement. The replacement lead was scrapped, and a new lead was successfully implanted. No patient complications have been reported as a result of this event.